Event description:
The physician reports performing cataract surgery with implantation of the crystalens intraocular lens using the ci-28 delivery device system. During injection of the lens, the foam tip plunger of the delivery device over-rode the lens. Intervention was performed in order to enlarge the incision and remove the lens. A second crystalens intraocular lens was implanted successfully. The incision was sutured. Additional information has been requested. Reference MDR #2031924-2010-00210.

Manufacturer narrative:
(B)(4)